Manufacturer narrative:
Updated fields - b4, g3, g6, h2, h3, h6 ( type of investigation, investigation findings, investigation conclusion), h11. Corrected fields - e1 (telephone), e3. A getinge field service engineer (fse) arrived onsite, was unable to reproduce the reported error. Checked the machine and ran the machine with trainer and balloon for 3 hours. No problems detected. Done all the tests, all are passed. Handed over the machine in good working condition.

Event description:
N/a.

Manufacturer narrative:
Due to character limitation in e1 for event site name. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use, the cardiosave intra-aortic balloon pump (iabp) showed gas loss in iabp circuit. There was no patient harm reported.